Manufacturer narrative:
Laboratory analysis confirmed that the reed switch was stuck, which caused the continuous beep tones and erroneous programmer message that there is a magnet present that were observed clinically. Boston scientific crm has observed similar device behavior, at a low rate of occurrence, and has conducted an investigation to determine the root cause. Our investigation has determined that this behavior is attributed to a component issue, which can cause the reed switch to stick following exposure to a magnetic field. As a result, process changes have been implemented to correct the issue and improve the reliability of the reed switch functionality. Also, we were informed of this patient's death and that the physician did not relate the death to device operation.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator¿s (crt-d) critical therapy may have been impacted due to a stuck reed switch. The issue was discovered when a clinician used a medtronic programmer to interrogate the device and this message appeared: pg indicates the presence of a magnet. If no magnet is over the device, call (B)(4) before continuing with the session. Technical services advised the user to rule out a strong magnetic presence and repeat the interrogation. The test was repeated with the same results so the enable magnet use feature was turned off to restore the availability of tachy therapy and a memory download was performed and submitted for analysis. Based on analysis of device memory by technical services, the device was not included in the original advisory related to stuck reed switches ((B)(6) 2005) although the reed switch became latched in the same fashion. (Device software has the ability to detect when latching occurs in order to alert the user that a magnet is present.) Also, based on the available information the cause of the stuck reed switch could not be ascertained nor could the event be isolated to a certain timeframe. As a result, device longevity was affected so increasing the frequency of follow-ups may be warranted.